Event description:
The event involved a tego connector where the customer reported that the dialysis staff were unable to flush venous line during use on a patient. The tego was changed and the issue was resolved. There was patient involvement, there was delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
One used device was received for evaluation. The seal was observed to be torn. The reported complaint of unable to flush could be confirmed. The seal was observed to be torn. The probable cause of the unable to flush is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. Lot history review could not be conducted because no lot number(s) was/were identified.